Event description:
It was reported that patient underwent total knee arthroplasty utilizing signature knee guides on (B)(6), 2011. During the procedure, the femoral guide cut did not remove enough bone. Traditional instrumentation was then utilized, using the prior pin holes, resulting in a posterior slope on the femur. Surgeon recut the distal femur resulting in excessive bone loss. Due to the femoral bone loss, the tibial rotation was not as planned. Traditional instrumentation was available to re-cut the femoral and correct rotation. The procedure was completed; however, a delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Device was forwarded to supplier/manufacturer for evaluation. Supplier/manufacturer evaluation included review of planning and procedures which confirmed oversegmentation of the femur may have contributed to the reported posterior slope that was created. Supplier confirmed that the guides were manufactured according to the surgeon's preferences and that the surgeon approved the plan. This report filed (B)(4), 2011.